Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed; analysis revealed the distal conductor was distorted due to over-rotation. Visual analysis noted the lead was damaged at implant. (B)(4).

Event description:
It was reported that the right ventricular lead may be fractured. The impedance and threshold had been steadily increasing over the previous six months and the impedance was now high. Fluoroscopy showed a possible crush at the first rib and clavicle. The lead was capped and replaced. During the replacement procedure, it was also reported that the new lead was difficult to pass between the first rib and clavicle and there was difficulty in extending the helix, even with over 30 rotations. Once positioned, r wave sensing was low and there was "no observable current of injury on the ventricular electrogram (vegm)." When the physician attempted to retract the helix, it again took dozens of rotations. The lead was not used and a different lead was implanted. No patient complications have been reported as a result of this event.